Manufacturer narrative:
Batch review performed on 28 october 2021. Lot 1909137: (B)(4) items manufactured and released on 19-may-2020. Expiration date: 2025-05-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional items involved in the event, batch review performed on 28 october 2021. Reverse shoulder system 04.01.0170 glenosphere 39xø24.5 (k170452) lot. 1909881. Lot 1909881: (B)(4) items manufactured and released on 30-apr-2020. Expiration date: 2025-04-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot. 189835. Lot 189835: (B)(4) items manufactured and released on 22-jan-2019. Expiration date: 2024-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 1 year and 1 month after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the metaphysis, glenosphere, and liner. The surgery was completed successfully.